Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture, pacing inhibition, and high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.